Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was confirmed, error code 46510 and red screen at startup were noted. The main board will be replaced during the repair process for the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an error 46510. There was no patient, or clinician injury associated with these occurrences. The event occurred during bench test. No further details provided at this time.